Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at minimum rate. The indications for use were not reported. On (B)(6) 2018 it was reported that during a new pump and catheter implant the healthcare provider did not believe the catheter was in the intrathecal space. The healthcare provider couldn¿t not aspirate the catheter and planned to abort the case leaving everything in the patient¿s body and perform a catheter at a future date. The healthcare provider planned to keep the pump running at minimum rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that there were no known contributing factors that led the healthcare provider not believing the catheter was in the intrathecal space. When the doctor aspirated from the cap (catheter access port) he was unable to withdraw any fluid. In regards to if there was a device issue, patient/therapy issue, procedure issue it was noted that the doctor felt the patient had been under anesthesia too long to proceed any further. A revision surgery would be scheduled. No further complications were reported.